Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an "error 1" error message. The complaint was classified based on the customer care advocate's (cca) documentation. The alleged issue began on (B)(6) 2011 at an unknown time. Per the onetouch ultralink owner's manual, an "error 1" error message means there may be a problem with the meter. The patient reportedly felt "hot and irritated" approximately 10 minutes prior to attempting to test her blood glucose with the subject meter. She denied taking any action in response to not being able to test and denied receiving treatment due to her alleged symptoms. The cca sent a replacement meter to the patient since an error 1 issue usually cannot be resolved though training and/or troubleshooting. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and they occurred prior to the alleged product issue. Also, the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged "error 1" message was not resolved with troubleshooting.